Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of cardiac tamponade, hemorrhage, stroke, myocardial infarction, and thrombosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B3: date of event estimated as 2/1/2021. D4: the UDI is not known as the part and lot number were not provided. D6a: implant date estimated. The report death referenced in b5 is filed under separate medwatch report number. Literature attachment: article title: ¿an aspirin-free versus dual antiplatelet strategy for coronary stenting: stopdapt-3 randomized trial¿.

Event description:
It was reported in an article that 6002 patients were enrolled and randomly assigned from 72 centers in japan. The safety analysis set population consisted of 5996 patients after excluding 5 patients who did not receive pci for the absence of suitable coronary lesions, and 1 patient who had been enrolled in another clinical trial. Excluding 30 patients who withdrew consent, 5966 patients were included in the full analysis set population: 2984 patients in the no-aspirin group, and 2982 patients in the dapt group. The xience stent was implanted without issues; however, the following patient outcomes occurred after 1-month randomization and were re-hospitalized: myocardial infarction, stent thrombosis, ischemic stroke, bleeding, coronary revascularization, target-lesion revascularization, non¿target-lesion revascularization, cardiac tamponade. Details are listed in the article titled, "an aspirin-free versus dual antiplatelet strategy for coronary stenting: stopdapt-3 randomized trial". No other information provided.